Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device had declared end of life and the battery was suspected to be depleting prematurely. This device remains in service. No adverse patient effects were reported.